Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient fell and became unconscious. The patient's spouse found the patient and called an ambulance. During this time the cgm and bg values were not checked; however, it was reported that the patient was low but the sensor was not showing she was low. When paramedics arrived, they treated the patient with glucose and transported her to the hospital. At the hospital, the patient was hydrated, and unspecified tests were performed. The patient was discharged the next day (1 day hospitalization). At an unspecified time during the day of the event, the cgm reading was 7.0 mmol/l and the bg reading was 3.0 mmol/l. At the time of the report the patient was good. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator when the patient lost consciousness. The reported glucose values fall within the c zone of the parkes error grid for the values provided at an unspecified time during the day of the event. No additional patient or event information is available.